Event description:
Post operative bleeding from graft. Pregnant pt returned to surgery on 2 occasions in order to "stem the bleeding." This is all the info available at this time. Should add'l info become available, it will be included in a follow-up report.

Manufacturer narrative:
Since not product is returned for evaluation, the incidents cannot be confirmed or denied. Section "f" completed by MFR. Code 86: since the device batch number is unknown, a review of the mfg batch records for the device is not possible.